Event description:
Heart attack in a patient who received polident (polident denture cleanser tablets) for dental care. The caller initially called to ask about product availability for themselves. A physician or other health care professional has not verified this report. On an unknown date, pt started polident (dental). In 1992 pt experienced a heart attack. An ambulance came but the patient had already died; they were not hospitalized. It is unknown whether an autopsy was performed. The consumer's family member refused to provide any additional information. No corrective actions have been required based on this report.